Event description:
It was reported stimulation to the lead at the l4 vertebral level was unable to be turned on due to elevated impedances. The lead was explanted and replaced on (B)(6)2017. Additionally, the patient's l5 lead was explanted and replaced as it had migrated (reference MFR report: 3008829311-2017-00350). Postoperatively, the patient indicated receiving effective therapy.